Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked and imaging core windup near to the lap joint section from the distal end of the connector shaft. Impedance test shows an electrical open at the distal end of the catheter, between 20-30 cm from the distal housing. Based on the evidence, the as reported code of sheath detachment or device components cannot be confirmed and image missing can be confirmed.

Event description:
It was reported that catheter issue occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. An opticross peripheral imaging catheter was selected for ultrasound examination of the target lesion. During procedure, catheter got separated inside the body. After being used multiple times, it got separated. The device was carefully removed in order to prevent a total separation because it was not yet completely detached. The procedure completed with another of same device. There were no patient complications.

Event description:
It was reported that catheter issue occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. An opticross peripheral imaging catheter was selected for ultrasound examination of the target lesion. During procedure, catheter got separated inside the body. After being used multiple times, it got separated. The device was carefully removed in order to prevent a total separation because it was not yet completely detached. The procedure completed with another of same device. There were no patient complications.